Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the failure to complete its internal self-test but did confirm the internal battery degraded warning alarm. The internal battery and pneumatic block were replaced as a precautionary measure. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to the battery controller software. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.